Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. As received, the monitor was resetting during boot up. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was resetting.